Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a right hip implant on or about (B)(6)2017. He stated that he has excessive levels of chromium and cobalt, and is suffering from rashes.

Event description:
Patient called and stated that he had a right hip implant on or about (B)(6) 2017. He stated that he has excessive levels of chromium and cobalt, and is suffering from rashes.

Manufacturer narrative:
Corrected manufacturer of the device . An event regarding alleged elevated ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: no x-rays or cobalt or chromium levels and no confirmation of the complaints in the event description are available for review. At the consult on (B)(6) 2018 the patient specifically denies rash and the pain is bilaterally related to the iliopsoas tendinopathy, also involving the right total hip with a non-recalled head. There is no evidence that this clinical picture is related to the components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays, product ID, pathology results and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.